Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96), a non-penumbra diagnostic catheter, and a non-penumbra sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician obtained direct puncture access using the sheath over the dilator and guidewire without a short sheath. After advancing the sheath, the physician noticed that it was too short and was unable to reach the target location. The physician removed the sheath from the patient and advanced the bmx96 over the guidewire. It was also reported the bmx96 was unable to reach the target location. The physician attempted to advance and retract the bmx96 to advance it further; however, resistance was encountered. After making multiple attempts, the physician decided to remove the bmx96. Subsequently, upon retraction, the physician fractured the bmx96 at the midshaft. Femoral compression was used to hold onto the distal end of the bmx96 and remove the fractured bmx96 over the guidewire together as a unit. The procedure was completed using a new bmx96 and a short sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2023-00438. Section b. Box 5. Describe event or problem.

Manufacturer narrative:
Evaluation of the returned bmx96 confirmed that the catheter was fractured. If the bmx96 is retracted against resistance, damage such as a kink and subsequent fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Further evaluation revealed a kink proximal to the fractured location. This damage was incidental to the reported complaint and likely occurred during the procedure. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a benchmark bmx96 access system (bmx96). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician obtained direct puncture access using the bmx96 over the dilator and guidewire without a short sheath. After advancing the bmx96, the physician noticed the bmx96 was too short and was unable to reach the target location. The physician removed the bmx96 from the patient and advanced a longer bmx96 over the guidewire. It was also reported that the new bmx96 was unable to reach the target location. The physician attempted to advance and retract the bmx96 to advance it further; however, resistance was encountered. After making multiple attempts, the physician indicated the bmx96 was fractured at the midshaft. Femoral compression was used to hold onto the distal end of the bmx96 and remove the fractured bmx96 over the guidewire together as a unit. The procedure was completed using a new bmx96 and a short new sheath. There was no report of an adverse effect to the patient.